Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and sustained personal injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/ davol sepramesh ip on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and sustained personal injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol sepramesh ip on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic converted to open repair with implant of sepramesh ip (device #1). Per operative notes, ¿a very large, incarcerated hernia sac was identified with loops of bowel. The hernia sac was reduced, and bowel loops were released. A sepramesh ip (device #1) was placed and sutured.¿ (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventrio st (device #2). Per operative notes, ¿the hernia sac was identified, dissected free and removed. The adhesions between small bowel and hernia sac were lysed. A ventrio st (device #2) was placed using sutures.¿